Manufacturer narrative:
(B)(4). The device was received for evaluation. Visual inspection revealed a collapsed burette chamber. The cause of the condition was determined to be the packaging process. A CAPA was opened to address this issue. A batch review was conducted and there were no deviations found related to this reported condition during the manufacture of this lot. Should additional relevant information become available, a supplemental report will be submitted.

Event description:
It was reported that a burette chamber was found collapsed. This was found before use. There was no patient involvement. No additional information is available.